Manufacturer narrative:
A pharmaceutical technical complaint (ptc) was initiated: (B)(4). Addendum for f/u info received on (B)(6) 2009: ptc results (for batch a7017) revealed: brr (batch record review) without hint to root cause. No faults, defects, damages detectable. The review of the DHR (device history record) and of the analytical results of the batch didn't show any anomaly that could be related to the event occurred. The investigation results show that this kind of event isn't batch related. Conclusion: no faults detectable.

Event description:
(B)(4). Initial report: this spontaneous non-serious case from (B)(6) was reported by a physician via call center to our local affiliate (B)(4). Initial and f/u info received on (B)(6) 2009 respectively were processed together. This case involves a (B)(6) female who received poly-l-lactic acid (sculptra) on (B)(6) 2009 for an unspecified indication. This was not the first time that the pt received poly-l-lactic acid application, and in the previous applications, the pt experienced no adverse drug reaction. On (B)(6) 2009, the pt noted redness, swelling and pain in the facial region. She also told that she experienced a white spot at the injection site. As corrective treatment, the physician prescribed the pt prednisone (predsin), local betamethasone with antibiotic and azythromycin. The pt last received poly-l-lactic acid application on (B)(6) 2009 and she was still experiencing the adverse drug reactions at the moment of the report. Reporter's causality: not specified.